Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: on this g5 unit, we had complaint of the customers that often they had problem in completing calibration procedure of proximal flow sensor , and they received (disconnection on patient side - alarms - 5010) and (disconnection on ventilator side - alarms - 5011). We found that in test mode page#6 and in page # 9, the dp flow sensor (had value of 347 and 100) which was much out of accepted range. Trying to adjust the trimmer on sensor board, was not enough to achieve acceptable values for dp flow sensor at both pages at the same time. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: on this g5 unit, we had complaint of the customers that often they had problem in completing calibration procedure of proximal flow sensor , and they received (disconnection on patient side - alarms - 5010) and (disconnection on ventilator side - alarms - 5011). We found that in test mode page#6 and in page # 9, the dp flow sensor (had value of 347 and 100) which was much out of accepted range. Trying to adjust the trimmer on sensor board, was not enough to achieve acceptable values for dp flow sensor at both pages at the same time. No health consequences or impact